Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The cycler set was confirmed to be available for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was not in its original packaging. During disinfection of the sample, a leak was found in the cassette film. During visual inspection of the device under a microscope, a tear in the film was found. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. No non-conformances or any associated rework during the assembly of this lot could be found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the tear identified on the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The cycler set was confirmed to be available for evaluation.

Manufacturer narrative:
Correction: h6 (device component code).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The cycler set was confirmed to be available for evaluation.

Manufacturer narrative:
Correction: h6 (health effect impact code) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to noticing the fluid leak, it was reported that an m31 air detected in cassette warning had occurred during fill 4 of 5. The patient said the warning had occurred multiple times that night. When the patient opened the cycler door to remove the cycler set, fluid was found behind the cassette. The ts representative issued the patient a replacement cycle and advised them to discontinue use of the device. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient completed treatment by performing a manual pd exchange. The patient did not report noticing any damage or defects on the cassette, and it was uncertain where the fluid had leaked from. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. However, as a precaution the patient was given a prophylactic one-time dose of antibiotics (cefazolin 1g) which was administered via intraperitoneal injection. The pdrn confirmed the patient's peritoneal effluent has remained clear. The pdrn also confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the replacement without any further problems. The cycler set was confirmed to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.